Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their family member/friend regarding the patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient¿s current ins was ¿much better¿ than their first ins they had. The patient initially stated that their previous ins didn¿t cover the pain (wasn¿t programmed correctly), but then corrected herself and said that the previous ins did cover the pain, but ¿the ins moved¿ and ¿gave up¿ (¿ins went dead, was defective¿). The patient¿s friend/family member then came on the line and stated that the only issue with the ins, was that the ins lasted less than two years, when they were told by their healthcare provider that it was supposed to last three to five years. It was stated that the ¿ins shut off like cold turkey¿ in the first or second week of october. It was added that the hcp had never seen an ins shut off in less than two years before they stated that they had difficulty getting a replacement ins appointment scheduled (with the rep, etc.) For over a month. The patient had a replacement ins placed on (B)(6) 20170. It was reported the event occurred the first or second week of (B)(6) 2017. No further complications were reported/anticipated.